Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows a ripped packaging, confirming the reported event.

Event description:
It was reported that there was a tear in the packaging. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Upon opening the package, the back side of the packaging was noted to be ripped, and the package was deemed not sterile. The catheter was replaced, and the procedure was completed without patient complications. The catheter is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that there was a tear in the packaging. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Upon opening the package, the back side of the packaging was noted to be ripped, and the package was deemed not sterile. The catheter was replaced, and the procedure was completed without patient complications. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.